Event description:
Technician alleged that the trendelenburg is drifting.

Manufacturer narrative:
Technician replaced the trendelenburg valve, the head hi/low up valve and the head hi/low down valve to resolve the issue. Pursuant to our response to (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.